Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leaking" "used on a patient besides leakage, no consequences this is the reconstituted solution obtained after dissolving the lyophilisate contained in the caverject kit vial."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 200519. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, our quality team was unable to complete a thorough sample analysis. H3 other text : see h10.

Event description:
It was reported that the bd microlance¿ 3 needle leaked during use. The following information was provided by the initial reporter, translated from french to english: "leaking" "used on a patient besides leakage, no consequences this is the reconstituted solution obtained after dissolving the lyophilisate contained in the caverject kit vial."

Event description:
It was reported that the bd microlance¿ 3 needle leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leaking" "used on a patient besides leakage, no consequences this is the reconstituted solution obtained after dissolving the lyophilisate contained in the caverject kit vial."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.